Event description:
Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2013-09732 and 3005099803-2013-09130 for a description of the first and third devices. It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.